Event description:
The account's engineer stated the head of the bed drifts slowly from the high position. He has cleaned the drive screw and drive brake assembly with no change.

Manufacturer narrative:
Repairs have not been completed.